Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported batteries will not pass capacity test on cades charger. There was no reported patient involvement.

Manufacturer narrative:
Phone number not provided.